Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports " I just learned that one of them is broken". Unknown which side this relates to. Not known if device remains implanted.